Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had a cassette error which they resolved at that time with a cassette and tubing change. They also had a line blocked alarm and had been wearing the pump on the abdomen when they noticed a little bit of leaking and upon removal of site, they saw a bit of a bent on the cannula. There was no patient injury. Patient details were provided: the patient is not hispanic/latino, asian male, 22 years of age, weighing 170 lbs. There was patient involvement, but no patient harm reported.